Event description:
The customer reported the system kept rebooting itself during their case. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be draw as repair information is unavailable. However, no report of pt or staff injury was reported.